Manufacturer narrative:
Reported device was returned and pending for evaluation. Once the evaluation is completed or new information would be received, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the clickline forceps insert broke off in patient during exploratory laproscopic procedure. The piece was retrieved within 30 seconds. There was no report of injury to the patient. No additional information was provided.

Manufacturer narrative:
Per evaluation findings investigation by the manufacturing site: result of investigation: based on the inspection of item 33310c, it was found that one of the branches of the returned article has broken off. There are traces of corrosion on the surface, which may indicate incorrect processing. It is also possible that due to overload a mechanical pre-damage occurred e.g. A little crack. The material may have been weakened over the years by the corrosion, including at the point of breakage, which led to the branch breaking. Based on the given facts we assume application error due to overload and / or incorrect reprocessing to be the root cause for this issue. This event is filed under internal complaint ID (B)(4).